Event description:
The customer reported that the screen on their pump was broken. And unresponsive. There was no adverse impact to the customer's blood glucose level. A replacement pump was sent and the problematic device was expected to be returned by the (B)(6) 2026 for further inspection.